Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The yellow tamper seal on the returned jar was broken and misaligned. The label on the outside of the jar showed watermarks suggestive of fluid damage. As reported in the event, the jar was previously opened; therefore, a cap torque test was not performed to evaluate against the difficult to open jar allegation. Upon opening the jar, remnants of dried, crystallized glutaraldehyde were observed along the shoulder of the jar threads. A strip of gasket material was found on the rim of the jar. White particulates were observed inside the jar. The gasket, secured within the lid, showed a strip of material missing. The gasket showed pits in the rubber consistent with pieces of rubber stuck to the rim of the jar. The particulates were sent for analysis. These particles were spectroscopically consistent with polydimethylsiloxane. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the jar lid was difficult to open. Upon opening the jar, it was noted that the sealing material was stuck to the glass jar. The valve was replaced with a new valve. No adverse patient effects were reported.